Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: analysis of the 9733686 found no failure. Th hospital confirmed they did not have the stealth selected on the o-arm. The system was operating as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the imaging system was unable to connect to the navigation system. Site used another navigation system and was able to connect with this system. There was no patient present when the issue occurred.